Manufacturer narrative:
The pump user guide states: check your system¿s personal settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin. Consult with your healthcare provider as needed. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous, ongoing low blood glucose (bg) levels. Customer had a bg level of 2.1 mmol/l at 2am of july 29th. Food was consumed to address bg and customer went back to sleep. During the morning of july 30th customer had low bg levels once more and began to feel sick. Customer¿s bg began to decrease at a quick speed. Customer consumed dextrose to address bg was admitted to the hospital. Customer was treated with glucose solution and released a couple hours later. The pump history was reviewed and it was found that the customer had inadvertently increased all basal rate settings from 0.9 units per hour to 15 units per hour during the midnight to 3:30 am time segment. Customer could not recall updating these settings. At the time that this time segment was edited, the customer had a bg of 22.2 mmol/l. No additional information was obtained regarding this event.